Event description:
Procedure: splenectomy. According to the reporter: the tip of the tweezers broke. The device did not suffer any lock or fall. The fragment was removed during the procedure.

Manufacturer narrative:
(B)(4).